Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a lost sensor alarm and that the insulin pump was not communicating with transmitter. Customer also reported that sensor remained on pedestal while needle hub stayed in serter. Customer's blood glucose was 186 mg/dl. Customer reported of experiencing sensor glucose versus blood glucose differences. After troubleshooting, customer was advised that sensor would be replaced.